Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. Prior to explant, the caller had questions on programming related to optimization of device behavior. No additional adverse patient effects were reported.